Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis confirmed but could not replicate the reported issue. The instrument was found to have an unclamp failure based on log review, but was not replicated during in-house testing. Log review showed error code 22030 with p1=2 indicating a general unclamp failure. The instrument was returned with a reload stuck in the jaws and removed in-house with a stapler release kit (srk). Visual inspection showed the instrument was found to have a broken grip cable at the pivot tube. As a result, the grips would not open. There was no missing material. The instrument was placed on the in-house system and manually reworked to override engagement failures due to broken grip cable. The stapler initialized, clamped, fired, and unclamped without any issues. System log investigation: a review of the instrument log for the stapler 45 (pn: 470298-12, batch-sequence: t10180912-0091) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2019 on system (B)(4). The alleged event occurred on the 35th use of the instrument. Image/video review: no image or video clip for the reported event was submitted for review. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint will be reported due to the following conclusion: the stapler instrument was found to have incurred an unclamp failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 50 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 35th use of the instrument. Thus, the instrument was not expired at the time. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the stapler 45 instrument successfully fired four times, but on the attempted fifth fire the instrument became stuck clamped on the bowel without firing. The operating room staff used the stapler release kit (srk) to unclamp and safely remove the stapler. The reload was stuck in the stapler. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the srk worked as expected. The srk did not break.